Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not clean the area before starting pd therapy (no further detail was provided). The peritonitis was manifested by abdominal pain and cloudy pd effluent. It was reported the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with ceftazidime and cefazolin (doses, frequencies and routes unknown). Fifteen days later, treatments with ceftazidime and cefazolin were discontinued. Four days later, the peritonitis was resolved, the patient was recovered from the event, and discharged from the hospital. On an unreported date, the patient was re-trained on aseptic technique. At the time of this report, dianeal therapies were ongoing. No additional information is available.